Event description:
It was reported that a patient underwent a surgical procedure to have a tactra malleable penile prosthesis explanted and a new inflatable penile prosthesis (ipp) implanted due to unspecified reasons. No patient complications were reported.